Manufacturer narrative:
Result: auxiliary power cord plug missing its prong.

Event description:
It was reported by service report that the auxiliary power cord prong is missing. No patient involvement or adverse consequences are reported.